Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, the tissue pad was damaged. Also, the center of the tissue pad cracked. Another device was used to complete the case. There were no adverse consequences to the patient.